Event description:
Caller reported damage to tandem charging cable, which rendered the charging supplies non-functional. There was no reported impact to the customer's blood glucose level. Technical support arranged a replacement for the damaged charging supplies via two-day shipping.